Event description:
It was reported the pt was implanted with a monarc sling system on or about (B)(6) 2008. The pt experienced infection, erosion of the urethra, and worsening of the prolapse. On or about (B)(6) 2011, the pt was implanted with another MFR's mesh product. It was not indicated if the monarc was removed or revised. The pt further experienced physical pain, mental suffering, impairment and disfigurement.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.